Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified therapeutic procedure at the user facility, the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The service department of olympus (B)(4) (oekg) checked the subject device and found that the endoscopic image could not be displayed due to a failure of the print circuit board of the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the failure on the printed circuit board of the subject device, which caused by the aging deterioration of the components on the printed circuit board due to the long-term use because the subject device had been used more than five years since installation. If additional information becomes available, this report will be supplemented.